Manufacturer narrative:
The customer did not request service for the system. Per review of the event log for the date of the reported event, at 12:40:43 on (B)(6), 2012, a system message (sm) - "no more infusion fluid available. Press [change] to change the infusion bottle." Was displayed to the user, which was subsequently acknowledged. The system message displayed clearly indicated that the infusion bottle was extinguished, and the event log indicates that the user was made aware of the system state and acknowledged it. Failure to follow on screen instruction was the likely contributor to the reported event. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. While it is not entirely conclusive, based on the investigation results above, the most likely cause of the reported event is "failure to follow on screen instruction." (B)(4).

Event description:
A customer reported that during a procedure, the bss (balanced salt solution) emptied, causing the pts eye to collapse and subsequently hemorrhage. There was no warning on the screen of the machine when the bss ran out. Additional info has been requested but none has been provided to date.